Event description:
The physician was unable to feed the exoseal through the 6f avanti sheath (unknown lot number) up to the black marker. It went part way into the sheath. Thrombus was seen on the tip of the exoseal when it was removed. Five to eight minutes lapsed when the sheath was not flushed prior to the incident. The patient had been taking warfarin for atrial fibrillation, but discontinued three day prior to the procedure. Act was not measured. The sheath was not kinked and will be returned, but was flushed. There was no damage to the exoseal and no patient injury or excessive bleeding. The site was closed with an angioseal. According to the physician, the patient's inr was acceptable.

Manufacturer narrative:
The device was returned for analysis, but the analysis has not yet been completed.

Manufacturer narrative:
The complaint received states that during use, the exoseal impeded in the 6f avanti sheath and the sheath was obstructed. The physician was unable to feed the exoseal through the 6f avanti sheath (unknown lot number) up to the black marker. It went part way into the sheath. Thrombus was seen on the tip of the exoseal when it was removed. Five to eight minutes lapsed when the sheath was not flushed prior to the incident. The patient had been taking warfarin for atrial fibrillation, but discontinued three day prior to the procedure. Act was not measured. The sheath was not kinked and will be returned, but was flushed. There was no damage to the exoseal and there was no patient injury or excessive bleeding. The site was closed with an angioseal. According to the physician, the patient's inr was acceptable. One non sterile 6f catheter sheath introducer was received in a plastic bag. In addition, an unknown green plastic cone was received. Involved exoseal product was not returned for analysis. The cannula was found slightly damaged at middle section. An attempt to introduce an exoseal lab sample through the sheath introducer received was made and no resistance was felt during insertion/withdrawal. A DHR analysis was not performed since lot number was not provided by the customer. The insertion/withdrawal difficulties reported by the customer were not confirmed during analysis. The exact cause of damage found on sheath introducer could not be conclusively determined, but it does not appear to be manufacturing related since 100% inspection is in place per (B)(4) to detect damaged components during manufacturing process. Therefore, no corrective/preventive actions will be taken at this time. The reported complaints were not confirmed on analysis. Both devices were within specifications. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests procedural and patient factors may have contributed to the reported events. One non sterile 6f catheter sheath introducer was received in a plastic bag. In addition, an unknown green plastic cone was received. Involved exoseal product was not returned for analysis. The cannula was found slightly damaged at middle section. An attempt to introduce an exoseal lab sample through the sheath introducer received was made and no resistance was felt during insertion/withdrawal. A DHR analysis was not performed since lot number was not provided by the customer. The insertion/withdrawal difficulties reported by the customer were not confirmed during analysis. The exact cause of damage found on sheath introducer could not be conclusively determined, but it does not appear to be manufacturing related since 100% inspection is in place per (B)(4) to detect damaged components during manufacturing process. Therefore, no corrective/preventive actions will be taken at this time.